Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated alert 38 restart notifications consistent with a motor stall on the ilet, including multiple restart prompts that recurred despite device restarts, and the device was replaced; the event included a high glucose excursion with a reported peak of 313 mg/dl for approximately 1.5 hours, during which the ilet alerted and subsequently reduced glucose. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer service troubleshooting, confirmation to replace the device, and logistics for return shipping. Investigation of this device revealed a suspected consecutive motor stall consistent with an insulin delivery mechanism issue within the pump assembly, correlating with the high glucose alert and resolution after replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction consistent with a stalled motor.